Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a high glucose of 263 mg/dl followed by increased correction dosing on the ilet that preceded a low of 67 mg/dl, with oral glucose used for treatment and the underlying cause of the initial high reported as unclear. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included no reported health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, insufficient information regarding a specific device problem or component, and no identified medical device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.